Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, the physician programmer (8840) would not accept information on the new catheter length as they had added new catheter connector to the proximal piece. Additional information reported the programmer would not accept the new catheter length information because, it limits the entry to the maximum proximal length of the non-ascenda catheter. The programmer will allow a larger number to be entered, but it will not allow the programming to progress to the infusion screens. It was not a programmer error. The problem was solved by entering the revised catheter as ¿other¿, and entering it as a volume, not a length. Notes were written in the information screen with details about the catheter. The patient was never experiencing any symptoms. The procedure was re-implanting a new pump and connecting up to the existing catheter. The pump was delivering gablofen.